Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During leak test, the scope leaked. There was no report of patient harm. This event occurred at the time of during inspection.

Manufacturer narrative:
Evaluation summary: because of long-term use and corrosion of the disinfectant, the bending rubber leaked. The scope was repaired by the third party and returned to the hospital. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.